Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The fractured anchor is on the insertion device with no suture material. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified. Also, each lot must be accompanied by a material certificate of analysis. A clinical review states one undated photo of the device was provided for review and confirms the reported breakage. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy the healicoil sa pk 5.5mm anchor was not advancing through the bone, and when it was removed, the anchor had its body retracted and broken. The broken pieces were removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. The was no void left in the patient since the back-up device was used on the originally drilled hole. No further complications were reported.